Event description:
It was reported that the clinicians were having overfill/underfill problems. Per customer, "magrolimab infusion (viaflex bag 500 ml) total volume infused: 608.8 ml duration: 2 hrs. And 29 minutes piv line." There was patient involvement but the impact is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the clinicians were having overfill/underfill problems. Per customer, "magrolimab infusion (viaflex bag 500 ml) total volume infused: 608.8 ml duration: 2 hrs. And 29 minutes piv line." There was patient involvement but the impact is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information: imdrf annex a & g codes.